Event description:
A customer reported that the patient adaptor would not connected with the titanium adapter properly when the customer changed the transfer set. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.